Event description:
Patient undergoing laparoscopic roux-en-y gastric bypass with intraoperative esophagogastrostomy and retrieval of looped pds; patient with severe obesity; during operation, echelon 60 stapler did not fire correctly 2 times; stapler did not apply staples as needed; area checked and oversewn by surgeon; area placed under air pressure and checked under saline for leaks; the case time was increased and oversewing of the anastomosis needed to be done to complete the operation safely.